Manufacturer narrative:
The field service engineer exchanged and adjusted the sample probe, checked the gear pump pressure, exchanged the photometer lamp, and noticed crystals in the probes washing area. He replaced the tubing system and the teflon blocks of the washing station. After service, the customer performed qc with results within the acceptable ranges. The customer has not reported any further issues. The investigation is ongoing.

Event description:
The initial reporter received questionable li lithium results for two patients tested on a cobas 6000 c (501) module. Sample identifier (B)(6) had an initial lithium result of 1.32 mmol/l. The patient's initial result was not reported outside the laboratory and the customer performed repeat testing with the sample on a different analyzer. Sample identifier (B)(6) had a repeat lithium result of 0.53 mmol/l. Sample identifier (B)(6) had an initial result of 1.34 mmol/l. The patient's initial result was reported outside the laboratory. The patient's physician complained to the laboratory as the reported result was not plausible. The customer performed repeat testing with the sample. Sample identifier (B)(6) had repeat results of 0.64 mmol/l, 0.64 mmol/l, and 0.62 mmol/l. The customer determined the repeat results were correct. The lithium reagent lot number was 567685 with an expiration date requested but not provided.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.